Event description:
It was reported that this patient received one inappropriate shock while exercising due to oversensing of noise. The patient was evaluated and the noise was reproducible. The system was programmed to primary sensing vector. Additional information was received which reported the patient had another inappropriate shock in 2022. Recently, the patient had a routine device check, and noise was found on the presenting electrogram (egm). The device was not reprogrammed as the patient had to leave. At this time, the device remains in service. No additional adverse patient effects were reported.